Event description:
A report was rec'd that the pt is experiencing discomfort at the ipg site. The pt will undergo a pocket revision.

Event description:
A report was received that the patient is experiencing discomfort at the ipg site. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that a good faith effort was made to follow up with the patient on scheduling a pocket revision with no success. No further course of action will be taken at this time.